Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was determined to be a result of the customer attempting a software update. During the update an error was made by the user performing the update that resulted in the reported malfunction. The software was updated to resolve the malfunction. The device was recertified and returned to the customer. Reports of this nature typically do not meet zoll's reportability requirements. Analysis for reports of this type has not identified an increase in trend.